Event description:
The customer reported experiencing ongoing multiple intermittent occlusion alarms with their insulin pump, which affected their blood glucose levels, leading to a reading of "high." To manage the elevated blood glucose, the customer used correction injections manually and was able to resolve the issue by changing the infusion set and cartridge, then resuming insulin delivery. There was no need for third-party assistance, and the occlusion events have been recurring approximately once a week for the past year. The customer is seeking further support to address frequent occlusion issues.